Event description:
It was reported that a lead integrity alert triggered for high threshold, high impedance, and oversensing. Noise was noted from tip to ring. An attempt to explant the lead was unsuccessful as the lead's helix was unable to be retracted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered with two patient alerts for lead failure predictor on (B)(4) 2012 and (B)(4) 2012. Oversensing was noted with twelve ventricular non-sustained tachycardia episodes (nst) less than or equal to 213 ms between (B)(4) 2012 and (B)(4) 2012. There were five lead failure predictor high rate-non-sustained less than or equal to 200 ms average ventricular cycle on (B)(4) 2012. Interference/noise was noted with ventricular short interval count (v-sic) equal to 623.0 counts average per day, in 3.65 days, between (B)(4) 2012 and (B)(4) 2012. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 and (B)(4) 2012. The weekly pace impedance trend data shows an abrupt increase for maximum ventricular pace bi impedance equal to 456 to 4047 ohms peak between (B)(4) 2012 and (B)(4) 2012.